Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal rate insulin delivery. The customer's blood glucose was 133 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. Upon attempting to rewind the insulin pump, it did rewind once, but then became stuck in a motor error rewind loop. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.